Event description:
Patient had experienced diaphragm stim all available vectors with thresholds >2 volts. Lead was capped (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).